Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/7/2021. H.6. Investigation: bd received 7 samples of the one use holder, 7 sst tubes and 1 photo from the customer to be evaluated. The 7 samples were inspected and tested with the 7 tubes and did not exhibit any tight issues, the tubes were able to be inserted into the one use holder device with ease. The visual evaluation of the photo confirmed the presence of a separation of the hemogard closure and the tube as the hemogard closure remains in the one use holder device. Bd was able to confirm the customer¿s indicated failure mode with the photo that was returned; however, could not be duplicated in the samples and the lot number is unknown therefore, no further investigation can be completed. The exact cause of the failure mode seen in the photo could not be determined. The device history records could not be reviewed as the lot number is unknown. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® one use holder it was difficult to eject the needle from the holder, needle is blocked and skewed. The following information was provided by the initial reporter. The customer stated: "the tube was firmly wedged in the holder and the cap came off in the process of removing from holder causing some blood spillage." No further information provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® one use holder it was difficult to eject the needle from the holder, needle is blocked and skewed. The following information was provided by the initial reporter. The customer stated: "the tube was firmly wedged in the holder and the cap came off in the process of removing from holder causing some blood spillage." No further information provided.